Event description:
It was noted in clinic notes that the patient had a past history of depression. There was no indication if the depression was related to vns. It was noted that she had her husband were doing better and she did not feel as stressed as she had in the past so the depression may be related to that. Good faith attempts for additional information have been unsuccessful to date.

Event description:
A response was received from the physician. None of the questions were addressed but some programming history was provided. There was no setting adjustment the appointment prior to the onset of the depression and diagnostics were reported to be within normal limits. The patient had their settings increase at an appointment a week following the reported onset of the depression.